Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: when the physician retracted the sheath, he noticed that the sealant of a 5f mynxgrip vascular closure device (vcd) "came back with the shuttle." Manual compression was applied for 30 min or less. It is unknown if patient's hospitalization was extended. There were no special circumstances with the patient to warrant the deployment being difficult. The patient recovered. The approach was made in the femoral artery with a 5f non-cordis sheath for a diagnostic peripheral procedure. It is unknown if the user shuttled down completely, or if unusual force was applied when retracting the sheath. There was no significant resistance when shuttling down, and the stopcock was opened on the sheath prior to shuttle down. There was no excessive force applied when shuttling down. There were no kinks in sheath or device after removal. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The sealant was observed on the catheter, covering the balloon proximal tip. The advancer tube was found inside of the shuttle cartridge tubing. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks, and the catheter and shuttle cartridge were also inspected for anomalies that may have obstructed the device path during deployment. No damages or anomalies were observed. Functional testing was performed on the returned device by manually retracting the shuttle cartridge back to the black handle. The advancer tube was observed properly engaged the proximal tamp lock subsequent to sheath retraction. Based on the provided information and the condition of the returned device, a shuttle down procedure may have been simulated after use of the device. The advancer tube¿s length, distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. A review of the manufacturing documentation associated with lot f1702701 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The failure ¿sealant failure to deploy¿ was confirmed through analysis of the returned device. However, it cannot be conclusively determined why the shuttle down step could not be completed. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
When the physician retracted the sheath, he noticed that the sealant of a 5f mynxgrip vascular closure device (vcd) "came back with the shuttle." Manual compression was applied for 30 min or less. It is unknown if patient's hospitalization was extended. There were no special circumstances with the patient to warrant the deployment being difficult. The patient recovered. The approach was made in the femoral artery with a 5f non-cordis sheath for a diagnostic peripheral procedure. It is unknown if the user shuttled down completely, or if unusual force was applied when retracting the sheath. There was no significant resistance when shuttling down, and the stopcock was opened on the sheath prior to shuttle down. There was no excessive force applied when shuttling down. There were no kinks in sheath or device after removal.